Event description:
Csg-f541 study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: gastric sleeve anastomotic insufficiency due to gastric tube placement. Stomache pain and cramps days after surgery. No insufficiency in new anastomosis. 5 days post op the patient spiked faso the team decided to have the gastroenterology team do an endoscopy, there they found an insufficiency at the gastric sleeve anastomosis and opted for vac-therapy patient was hospitalized on: (B)(6) 2024 patient was discharged on: (B)(6) 2024 patient recoverd 07.04.2024 medical or surgical intervention to prevent life-threating illness or injury or permanent impairment, to a body structure or a body function sae intensity moderate sae start date (B)(6) 2024 sae end date (B)(6) 2024. Action taken surgical therapy/procedure.

Manufacturer narrative:
(B)(4). Date sent 5/7/2024 d4 batch # unk no lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. Additional information received: male dob (B)(6) 1988. 177cm, 75kg, anterior rectal resection, gastric sleeve anastomosis insufficiency due to gastric tube placement. Pain and cramps days after surgery. No insufficiency in new anastomosis 5 days post op the patient spiked fever so the team decided to have the gastroenterologist team do an endoscope. There they found an insufficiency at the gastric sleeve anastomosis and opted for vac-therapy. Is there a reasonable possibility of relatedness to surgical procedure? Yes. In patient hospitalization or pronged: (B)(6) 2024 to (B)(6) 2024. Recovered (B)(6) 2024. Possible perforation of gastric bypass anastomosis successful recovery with eno-vac therapy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What were the indications for surgery? What surgical procedure was performed? Is this reported event associated with this study as the study is related to colorectal anastomosis and not a gastric sleeve procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. Correction b1, b2, h1. Additional information received: this sae is not related to the use of surgical equipment including the circular stapler. Per study protocol, the only circular stapler which can be used in our study is the ethicon circular stapler cdh b. Usage of any other circular stapler is an exclusion criterion for this study. The question ¿relatedness to surgical equipment used¿ is checked ¿no¿. This means that causality assessment of the usage of the ethicon circular stapler is not related. We performed a low anterior rectal dissection with primary colorectal anastomosis on the 21st of march on this patient due to rectal cancer. The patient was included in the spi study and the ethicon stapler was used. . There were no intraoperative difficulties reported relative to the colorectal anastomosis and the patient demonstrated an unremarkable postoperative course with respect to the colorectal anastomosis. However, the patient suffered the perforation of an ulcer in a gastrojejunal anastomosis following a previous gastric bypass several years ago. It is likely the ulcer was already present at the time of surgery. The perforation of the ulcer required repeated invasive endoluminal vacuum therapy and significantly prolonged the hospital stay. The patient was discharged on the 20th postoperative day and is faring well at home. We are planning to reserve the protective ileostomy soon. Based on the pis report below, this sae is not related to the use of surgical equipment including the circular stapler. Per study protocol, the only circular stapler which can be used in our study is the ethicon circular stapler cdh b. Usage of any other circular stapler is an exclusion criterion for this study. The question below: ¿relatedness to surgical equipment used¿ is checked ¿no¿. This means that causality assessment of the usage of the ethicon circular stapler is not related. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Correction b1, b2, h1.